Manufacturer narrative:
The unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm tests. No unexpected no delivery alarm, low reservoir, or blank display was noted during testing. All operating currents are within specification. No unexpected failed battery test alarm, battery out limit, or weak battery alarm was noted. The unit functioned properly. The unit was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer stated he had discontinued use of his insulin pump and administered too much insulin. The customer said he reverted to manual injections after he received battery alerts, no delivery alarms, and blank screens from his insulin pump. He reported that his blood glucose level went to 494 mg/dl as a result of these issues. Troubleshooting was declined. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.